Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side on a very dilated allotransplant in the superficial femoral artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that the physician used an 8 fr terumo sheath with surgical access on the left side as well as a 0.035" 260 cm long terumo glidewire advantage. A first vsx-device (pahr082502e) was implanted successfully in the low popliteal artery and then it was tried to implant a second vsx-device (pahr091502e). During removal of the shaft, a part was missing which still remained on the guidewire. The proximal shaft has been separated. The delivery catheter together with the constrained stent has been removed and another vsx-device (pahr100502e) was used and implanted successfully. There was no report of patient harm.

Manufacturer narrative:
The device is available, but was not received yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Engineering investigation: the primary reported complaint of vsx device distal shaft separation was confirmed. The vsx device was returned for evaluation and separation of the distal shaft from the delivery catheter at the transition was observed. Evidence indicating the distal shaft had been bonded to the catheter was observed. The timing root cause of the separation could not be established through device evaluation. Evaluation of clinical images provided in association with the complaint was not able to confirm the complaint details as reported nor establish the root cause of the vsx device distal shaft separation.

Manufacturer narrative:
H6: medical device problem codes, component code, investigation findings and investigation conclusions codes updated. Product investigation report conclusion - the primary reported failure mode, related to distal shaft separation, is consistent with the findings during engineering evaluation. While there is evidence that the transition and dual lumen went through the bonding process, the visible collar that does not meet the in-process inspection criteria indicates that the bond was inadequate, and the device should have been rejected during the manufacturing process. Therefore, the root cause of the primary reported failure mode is consistent with a manufacturing deficiency. The returned device also exhibited damage (catheter kink, dual lumen damage). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported catheter separation, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.